Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump did not have any audible alarms. They stated that they would notice various alarms on the pump screen, but that there would be no sound. Mmdg followed up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. Complaint-(B)(4).